Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving fentanyl 4950mcg/ml at 1652.9mcg/day and clonidine 300mcg/ml at 100.17mcg/day via an implanted pump. Indication for use was noted as spinal pain and failed back surgery syndrome. It was reported that the patient had over-dose symptoms, respiratory depression and hypotension. The patient was refilled the day before today ((B)(6) 2016). It was noted that the patient started exhibiting signs the evening of (B)(6) 2016 according to the intensive care unit (ICU) department. The physician's office called the morning of (B)(6) 2016 and asked the manufacturer representative to read the pump of the patient who was admitted for signs of overdose. The patient was admitted to the emergency room (ER) and narcan drip was administered. It was noted that the issue resolved at the time of report. The patient's status was noted as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.